Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: eleven (11) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage test and pressure test in all samples which had a failed result in only one (1) sample. The reported condition was verified in one (1) sample. The cause of the condition could not be determined. The reported condition was not verified in the remaining ten (10) samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced difficulty clearing an unspecified quantity of one-link non-dehp standard bore catheter extension sets. This issue was further described the customer feeling resistance which resulted in difficulty in priming or flushing the sets. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.